Event description:
The detector arm was positioned 5cm off-center due to the potentiometer getting caught internally. The patient was moved and treated, later discovering from an iviewgt image that the treatment was 5cm in the wrong position.

Manufacturer narrative:
Patient status: patient was not seriously injured and is in satisfactory condition. Conclusion: elektra, inc. Issued important notice on september 19, 2007 to advice this site of this potential failure. Important notice was issued november 8, 2007 to provide this site with a method of detecting incorrect positioning of the detector. The user had received important notice warning of this potential failure and anoter notice describing a method for detecting the incorrect position. The site did not follow the instructions of the user notices which resulted in this event. The malfunctioning potentiometer was replaced, and the system malfunction was resolved. There was no serious injury to the patient as advised by the site.